Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the screen has blue tent. It was also reported there were intermittent telemetry problems, will not auto identify. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
Product event summary: analysis was not able to confirm the reported event; programmer passed functional testing. No fault found with the programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.